Manufacturer narrative:
Although multiple f/u requests were made, the actual sample has not been returned for evaluation. Without the actual sample a thorough evaluation could not be performed. Based on the event description, indicating the crna was attempting to insert the epidural catheter and met resistance, it is possible that the catheter may have been withdrawn or partially withdrawn through the needle, thereby shearing the catheter tip. It should be noted that the labeling on the tray states, "do not withdraw catheter through the needle because of possible danger of shearing." However, since the sample has not been returned for evaluation and no further information was made available upon request from the facility, the exact nature of the reported incident could not be determined. No specific conclusions can be drawn. A device history record review was performed for the reported possible lot. No non-conformances were reported during the manufacturing process. There are no other reports of this nature against the reported catalog number and reported lot number. All available information has been forwarded to the actual manufacturer for evaluation. If the actual sample becomes available as reported or additional information becomes available from the facility, a f/u report will be filed.

Event description:
As reported on the medwatch form # (B)(4). Event description: crna (certified registered nurse anesthetist) was attempting to insert epidural catheter and met resistance. Crna was attempting to withdraw catheter when 4.5-5 cm tip broke off the end of the catheter. It is believed to have been retained. Health professional's impression: catheter end "appears" to have sheared off. Device usage problem: device failed e.g. Broke, couldn't get it to work or stop working. After several attempts were made to the risk manager, requesting additional information and the status of the returned sample, no additional information was provided.